Event description:
The following information was reported from another country: "a femoropopliteal bypass (p I, ak) was performed with a gore propaten vascular graft in the patient because of an arterial occlusion in the thigh. An infection (or allergic reaction) occurred in the groin and the graft also ruptured at the distal anastomosis. A part of the graft was explanted (part of the graft was left in place). Two other bypasses were then made, one with gore propaten vascular graft and one with autologous vein. Both failed. In another hospital another vein bypass was then done. We only got to know about this event this week as a lawyer is now trying to sue the surgeon because of the groin infection or as he claims "allergic reaction". The lawyer of the patient believes that the allergic reaction was caused because of the eptfe material. The surgeon does not think that the graft material caused the reaction and has asked for some documentation with regards to eptfe and infections/allergic reactions." Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing and sterilization paperwork has been conducted. Results -the review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.